Event description:
Concomitant device reported: t-pal titanium spacer (part #: 04.812.010s, lot #: l793315, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The incorrect date was inadvertently utilized in initial medwatch. The correct date is february 15, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during an l5-s1 transforaminal lumbar interbody fusion (tlif) procedure, the advanced applicator inner shaft became completely detached from the unknown cage. During the procedure, the surgeon used the new tpal advanced applicator. The surgeon knocked the cage into position where the tip of the cage was sufficiently anterior to turn the unknown applicator knob and the cage. The unknown applicator knob was turned to the open position with the green line still visible with the implant firmly attached to the applicator. Prior to impaction, the handle was angled slightly medial in which the sales consultant advised to keep it 10 to 15 degrees from the midline. The advanced applicator inner shaft then became completely detached from the unknown cage. Upon removal of the inserter, the tip of the shaft became completely deformed and was rendered useless. The surgeon attempted to reattach the inserter and continued to impact the cage until it was close to the final position. An unknown impactor was used to knock the cage into its final position. There was no surgical delay. There was no patient consequence. Concomitant device reported: unknown applicator outer shaft (part #: unknown, lot #: unknown, quantity: 1), unknown applicator knob (part #: unknown, lot #: unknown, quantity: 1) and unknown cage (part #: unknown, lot #: unknown, quantity: 1). This report is for one (1) t-pal spacer applicator knob. This is report 3 of 3 for (B)(4).